Manufacturer narrative:
Additional information was received that reported the stroke was unlikely related to the device, but rather was possibly related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, into a mildly calcified aorta, the patient did not arouse as expected. A computed tomography (CT) was performed and confirmed a major ischemic hypothalamic cerebral vascular accident (cva). The patient remained unconscious for several days and was transferred to a geriatric ward for monitoring and unspecified treatment. Eight days after the implant, the patient died due to sepsis and aspiration pneumonia.

Manufacturer narrative:
Patient race: updated from no information to asian. If information is provided in the future, a supplemental report will be issued.